Manufacturer narrative:
Field service engineer (fse) evaluated the instrument. The fse performed instrument verification procedures, verified lamp voltage and replaced lamp due to erratic voltage parameters. The fse manually purged differential line after replacing the differential syringe. The fse tested parts, and upon further investigation replaced the main printed circuit board (pcb) card. The fse performed differential adjustment, and then run controls and samples. Failure mode was the pcb main board.

Event description:
Beckman coulter distributor reported that erratic differential results were generated by the coulter ac t 5diff analyzer. Instrument printouts and event details have been requested, but have not been provided. Sample information has been requested, but has not been provided. It is unknown if the erroneous results were reported outside of the laboratory. It is unknown if there was any death, injury or effect to patient treatment.